Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned dry, loose in the box. There was clear surgical residue on the product and lens surface. Visual inspection found the optic torn. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the cq2015a intraocular lens, diopter +23.0 was being injected into the patient's left (os) eye, the haptic broke inside of the lens inserter. Reportedly, this was due to the lens being "misloaded by the tech." The lens was explanted intraoperatively. This occurred on (B)(6) 2018.

Manufacturer narrative:
Additional data: the lens was removed and exchanged with a backup lens intraoperatively on (B)(6) 2018. Corrected data: return date is corrected to 23-aug-2018. Device evaluation: visual inspection found the optic torn along with the haptic torn. (B)(4).